Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was not successfully implanted due to high threshold measurements and helix issues. The lead was explanted and is not expected to be returned for analysis. No adverse patient effects were reported.